Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/+1.50/155 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced low vaulting with lens rotation. On 22-dec-2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).